Event description:
It has been reported to philips that the system would not fully boot. It stuck at 0:00. The system was not in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Troubleshooting actions showed a problem with the memory of the flexvision pc. The fse replaced the flexvision pc and three hard disks, reinstalled the software and returned the system to use in good working order.